Event description:
Pt caregiver began total parenteral nutrition infusion at approx 6pm. At approx 4am, she checked pt and there was no notable problem. At 6am, she went to disconnect total parenteral nutrition and noted total parenteral nutrition in bed and blood backed up to the ultrasite valve. Noted a separation in tubing at hub of luer lock attached to pt's central venous line. Pt was taken to ER to declot central venous line.